Event description:
It was reported that the device was used during a low anterior resection. Device fired without incidence. Posterior staple line leakage and incomplete donut formation was identified. The case was completed by hand suture. There were no pt consequences.